Event description:
During air transport the enve ventilator could not maintain pressure support. Low positive end-expiratory pressure (peep) alarms could not be resolved due to frequent ventilator circuit disconnections. Ventilator circuit continued to disconnect throughout entire flight.